Event description:
A male underwent aaa and right inguinal hernia repair in 2007. The physician placed one flex main body, and two iliac leg grafts. In 2008, cook incorporated was notified that the patient has issues with the graft being placed in such a way, that it occluded the opening to the main right renal artery. Multiple complications ensued to include permanent impairment of the patient's right kidney function, as well as impairment of the use of this legs. Multiple complications ensued to include permanent impairment of the patient's right kidney function, as well as impairment of the use of this legs.

Manufacturer narrative:
Event evaluation; still under investigation.